Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start normally and had no exposure. Upon functional testing, fse found that the flat detector controller system interface board (fdcsib) was defective. The fse replaced the fdcsib. After replacement of fdcsib, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system was unable to start normally. The system was in clinical use when the issue occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.